Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic abdominal hernia repair on (B)(6) 2014, whereby a gore® dualmesh® biomaterial plus was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, seroma, mesh folding, and revision surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2069, 3191: appropriate term/code not available for ¿mesh folding¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2014 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records from (B)(6) 2014 through (B)(6) 2016 were not available for review. Patient information: medical history: ¿ obesity - (B)(6) 2014: 276.3 lbs., bmi 46 - (B)(6) 2017: 267 lbs. 6 oz, bmi 44.5 - (B)(6) 2018: 242 lbs., bmi 40.27 - (B)(6) 2019: ¿class 3 severe obesity with serious comorbidity and body mass index of 40.0 to 44.9.¿ ¿ type 2 diabetes mellitus, insulin dependent - (B)(6) 2014: ¿... Last hemoglobin a1c was approximately 6.8.¿ ¿novolog insulin pump¿ ¿ 2012: bowel obstruction, adhesions ¿ (B)(6) 2014: diffuse fatty infiltration of liver, high grade partial small bowel obstruction related to infraumbilical hernia, small umbilical hernia ¿ (B)(6) 2014: incarcerated incisional hernia ¿ gastroesophageal reflux disease [gerd] ¿ diverticulosis ¿ hypertension ¿ dyslipidemia ¿ metabolic syndrome [cluster of conditions that occur together, increasing the risk of heart disease, stroke and type 2 diabetes. These conditions include increased blood pressure, high blood sugar, excess body fat around the waist, and abnormal cholesterol or triglyceride levels. ¿ (B)(6) 2017: ¿stage 5 chronic kidney disease, refuses dialysis.¿ surgical procedures: ¿ 1978: tubal ligation ¿ 1983: cholecystectomy ¿ 1998: hysterectomy ¿ 2012: small bowel obstruction-laparotomy/lysis of adhesions ¿ (B)(6) 2014: laparoscopic repair of incarcerated incisional hernia. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2017: laparoscopic drainage of intraperitoneal seroma. Laparoscopic placement of peritoneal dialysis catheter. Implant preoperative complaints: ¿ (B)(6) 2014: consultation. ¿71-year-old presented to hospital today with complaints of abdominal pain at abdominal hernia site; present last 3-4 days and associated with nausea and vomiting. Known incisional hernia from previous exploratory laparotomy for bowel obstruction due to adhesions in 2012.¿ ¿abdomen: incisional hernia reducible.¿ ¿impression/plan: incisional hernia.¿ ¿ (B)(6) 2014: history and physical. ¿chief complaint: abdominal pain. Described multiple episodes of nausea/vomiting/pain at hernia site with improvement upon defecation the following day.¿ ¿impression/plan: abdominal pain, resolved nausea/vomiting.¿ ¿ (B)(6) 2014: abdominal series. ¿impression: probably small bowel obstruction.¿ ¿ (B)(6) 2014: CT abdomen/pelvis [a/p]. ¿indication: incisional hernia, possible small bowel obstruction.¿ ¿impression: at least high grade partial small bowel obstruction identified related to an infraumbilical hernia containing a single loop of small bowel. Induration within the hernia is nonspecific although could reflect vascular compromise to herniated bowel/mesentery. Small umbilical hernia containing omentum.¿ ¿ (B)(6) 2014: indications. ¿... Is a patient who was originally scheduled for elective surgery but developed a partial bowel obstruction. Due to incarcerated incisional hernia, she was admitted to the hospital and operated and decision was made to proceed with more urgent operation.¿ implant procedure: laparoscopic repair of incarcerated incisional hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/11507592, 20cm x 30cm x 1mm thick.] Implant date: (B)(6) 2014 [hospitalization dates (B)(6) 2014] ¿ wound classification: unknown ¿ findings: ¿normal viable bowel and viable omentum. Defect measuring 7 cm wide, 18 cm vertical dimension repaired with placement of 17 cm wide, 28 cm vertical dimension dualmesh plus with double-crown protack fixation and no transabdominal fascial sutures.¿ ¿ description of hernia being treated: ¿the abdomen was entered off of the left hypochondrium utilizing a 5 mm optical viewing trocar. Upon safe entry into the abdomen, it was insufflated to 15 mmhg and inspection of the abdomen was carried out. There was no obvious intra-abdominal pathology noted other than adhesions of omentum against the anterior abdominal wall. 1 [sic] placed 2 additional 5 mm trocars in the left lateral abdomen and began to perform a sharp lysis of adhesions clearing off the abdominal wall of all adhesions. This was done so there were multiple swiss cheese-type defects of the patient's prior midline incision all along the inside of the abdominal wall. As I approached the inferior aspect of the patient's prior incision, there was a larger defect here which contained some omentum which was reduced gently, it appeared that the bowel which had been incarcerated within this defect had fallen back into the peritoneal cavity and the bowel was completely viable. There was no injury to the bowel or the omentum during lysis of adhesions and reduction of the hernia. After completely clearing off the anterior abdominal wall, I placed spinal needles at the extreme edge of the hernia defect inferiorly, superiorly and laterally, I marked the x and y coordinates on the anterior abdominal wall to orient the hernia defect area and then repositioned the needles. Measuring intracorporcally, the mesenteric defect was 7 cm wide and 18 cm in vertical dimension.¿ ¿ implant size and fixation: ¿I then placed a 12 mm trocar in the right lateral abdomen as well as a 5 mm trocar, I changed into a new set of sterile gloves, opened a 20 x 30 cm piece of gore dualmesh plus biomaterial it was trimmed to 17 x 28 cm and marks were placed at the midaspect edges of the mesh and the mesh was rolled tightly and brought in through the 12 mm trocar with no contact with the skin. The mesh was unfurled in the abdominal cavity. Measuring a 5 cm overlap along the y axis, the superior most aspect of the mesh was tacked against the abdominal wall. Measuring a 5 cm overlap along the x axis, the right lateral aspect of the mesh was tacked against the abdominal wall. The mesh was then stretched down into the lower abdomen and along the y axis the inferior aspect of the mesh was tacked. Then camera view was switched to the other side and the left lateral aspect of the mesh was tacked along the x axis to the left lateral abdominal wall. Now the mesh was in good position against the anterior abdominal wall with 4 cardinal tacks. The mesh was then tacked circumferentially around the entire perimeter of the mesh approximately every 2 cm apart and then an additional inner row of tacks was placed for a double-crown technique. At the conclusion the mesh lay in good position against the anterior abdominal wall with more than adequate coverage of the entire hernia defect area. The mesh was taut. There was good hemostasis of the operative field. No injury to the bowel or bladder during the operation. I desufflated the abdomen completely, removed the trocars and closed the skin with 4-0 monocryl and skin glue.¿ ¿ (B)(6) 2014: discharge summary: ¿principal diagnosis: incarcerated incisional hernia.¿ ¿had presented to dr. C¿s office with plans for hernia repair (B)(6); however, 3 days prior to admission developed nausea/vomiting which failed to improve; equated abdominal pain to that of being in labor.¿ ¿acute abdominal series obtained which demonstrated likely small bowel obstruction. CT scan demonstrated at least a high-grade partial small bowel obstruction secondary to infraumbilical incisional hernia containing a loop of small bowel.¿ ¿during the procedure, it was noted bowel and omentum were viable. Defect measuring 7 x 18 cm wide noted. A 17 x 28 dual mesh plus was placed using double crown protex fixation. No transabdominal fascial sutures were left in place at that time.¿ ¿activity as tolerated with lifting restrictions of 10 pounds. Follow up [sic] dr. C. In 1 to 2 weeks.¿ relevant medical information: ¿ (B)(6) 2016: ¿2-year postoperative and follow up seroma.¿ ¿morbidly obese abdomen. Incisions well-healed, no hernia recurrence with exam. Impression/plan: doing well, may continue all activities as tolerated.¿ ¿ (B)(6) 2017: ¿impression/plan: doing well, incisions healing nicely, no hernia recurrence .¿ ¿ (B)(6) 2017: ¿rectal bleeding about a month ago, this morning a lot of blood and clots. Bottom of stomach hurting. Exam: abdomen; soft, no bruit, no pulsatile mass, there is tenderness in the periumbilical area and left lower quadrant. No rigidity, no rebound, no guarding. Impression/plan: rectal bleeding, history of same 1 month ago and 1 year ago. Due to abdominal pain, send for CT. Unfortunately patient has stage 5 chronic kidney disease and refuses dialysis, therefore am not able to send for contrast study.¿ ¿ (B)(6) 2017: ¿impression/plan: rectal bleeding, resolved. Diverticulosis of large intestine. Lower abdominal pain. Noted on CT, ¿large intramesh fluid collection that measures 11 x 15.8 x 16.3 cm¿, questionable cause of pain/bleeding.¿ revision preoperative complaints: ¿ (B)(6) 2017: surgery consultation. ¿complains of recurrent hernia.¿ ¿recent CT abdomen/pelvis (B)(6) 2017 demonstrates no recurrent hernia however there is 11 x 15.8 x 16.3 fluid collection dorsal to the mesh.¿ ¿abdominal: large palpable mass of abdominal wall. Palpated to be deep. No evidence of recurrent hernia.¿ ¿ suspect persistence of the large cystic seroma lying dorsal to the mesh as evidenced on a prior CT from (B)(6) 2015. May benefit from excision of large seroma and possibly leaving the mesh in place versus removing the mesh altogether. Can be done laparoscopically. If in fact I removed the mesh I would be inclined to not perform a definitive hernia repair at that time. Would defer definitive hernia repair for a time point 6-12 months down the road. Did relate to me she appears to be having worsening kidney function; told in past she should undergo dialysis, but is resistant to this. Discussed she may be candidate for peritoneal dialysis. I could very easily treat chronic seroma laparoscopically and also place a peritoneal dialysis [catheter] should she be candidate. Defer to nephrologist.¿ ¿ (B)(6) 2017: history and physical. ¿complaints of recurrent hernia. Complaining for last 2 years of postprandial abdominal discomfort, bloating sensation and periumbilical pain. Abdomen: large palpable mass of abdominal wall; palpated to be deep. No evidence of recurrent hernia. Impression/plan: seroma: drain at time of peritoneal dialysis catheter placement.¿ ¿ (B)(6) 2017: ¿this is a patient with a prior history of laparoscopic incisional hernia repair with intraperitoneal goretex dualmesh placement. She developed a large seroma on the dorsal aspect of the mesh, intraperitoneal. This was causing symptomatology.¿ revision procedure: laparoscopic drainage of intraperitoneal seroma. Laparoscopic placement of peritoneal dialysis catheter. Revision date:(B)(6) 2017 [hospitalization (B)(6) 2017] ¿ wound classification: unknown ¿ operative report: ¿the abdomen was entered off of the right hypochondrium utilizing a 5 mm optical viewing trocar. Upon safe entry into the abdomen, the abdomen was insufflated to 15 mmhg pressure. Under direct visualization 2 additional 5 mm right sided trocars were placed. There were noted to be adhesions against the anterior abdominal wall these were mostly omental. A sharp lysis of adhesions was carried out to clear off the omental adhesions from the lateral aspect of the seroma cavity. Her [sic] delineation of the mesh edge from the seroma cavity edge. Utilizing cut cautery, the seroma cavity was incised and immediately straw-colored fluid emanated from the seroma cavity. This was aspirated and a portion of it was collected sterilely for culture. The seroma cavity was enlarged longitudinally along the vertical axis of the seroma cavity. Better visualization seroma cavity revealed fibrinous exudate within it, which was aspirated. All the fluid was aspirated dry. The entire right lateral aspect of the seroma cavity was dissected away from the mesh. During dissection we created a small window through the left aspect of the seroma cavity towards the left abdomen. This allowed widening of the space to place an additional 5 m trocar in the left lateral abdomen. This allowed for better visualization of the left lateral aspect of the seroma cavity and ensuring that there was no bowel in the way as the remaining portion of the seroma rind was dissected off of the mesh. At this juncture the seroma rind was completely disconnected from the mesh, leaving the mesh exposed. There was some inferior and lateral folding of the mesh but otherwise remained in good position. Attention was turned to the peritoneal dialysis catheter placement. A horizontal incision was made just lateral to the umbilicus dissection carried down to the subcutaneous cutaneous tissue until the anterior fascia was identified. A single 0 vicryl prolene suture was placed to the anterior fascia. An incision was made in the anterior fascia exposing the rectus muscle. An 8 mm trocar was advanced through the anterior fascia in between the rectus muscle and then tunneled inferiorly and then entering the peritoneum in the lower abdomen. With this trocar in good position, the peritoneal dialysis catheter was advanced through the trocar so that the curled portion laid above the bladder at the level of the pubic bone. The single silastic cuff was pulled back into the retromuscular plane so that it lay directly under the anterior rectus fascia. A vascular tunneler was used to make a subcutaneous tunnel from the initial lateral incision superiorly exiting an upper incision. The proximal portion of the catheter was brought through the vascular tunneler. The ends were trimmed and both the proximal and distal end of the catheter were united utilizing the titanium connector piece. The tubing was secured along the titanium connector piece utilizing 2--0 polypropylene suture. The 2 upper silastic cuffs of the proximal portion of the catheter were tunneled once again in a circular fashion exiting lateral and inferior to the superior most incision. There was complete patency of the peritoneal dialysis catheter with a good subcutaneous course with no kinking. 500 ml of saline is instilled into the dialysis catheter and then drained easily. The catheter was then flushed with 30 ml of heparinized saline and capped. The abdomen was completely desufflated and trochars removed. The skin incisions were closed with 4-0 monocryl and skin glue.¿ ¿ (B)(6) 2017: microbiology: ¿no acid-fast bacilli seen on smear.¿ ¿no yeast/fungi isolated after 4 weeks.¿ ¿fluid culture: no growth after 2 days. Gram stain: no organisms seen.¿ ¿no growth on anaerobic culture after 5 days.¿ ¿no acid-fast bacilli isolated after 8 weeks.¿ ¿ (B)(6) 2017: discharge summary: ¿discharge condition good.¿ relevant medical information: ¿ (B)(6) 2017: ¿doing well, incision healing nicely.¿ ¿ (B)(6) 2019: ¿class 3 severe obesity with serious comorbidity and body mass index of 40.0 to 44.9 in adult. Diet and exercise plan discussed.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11507592. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: missing records: records prior to 06/16/14 were not provided. Missing records: records for the last CT in february were not provided. (B)(6) 2014:(B)(6) health system. (B)(6) , do. Consultation. 71-year-old presented to hospital today with complaints of abdominal pain at abdominal hernia site; present last 3-4 days and associated with nausea and vomiting. Known incisional hernia from previous exploratory laparotomy for bowel obstruction due to adhesions in 2012. Insulin dependent for diabetes and last hemoglobin a1c was approximately 6.8. Has turned insulin pump off as instructed in emergency room. Medical history: hypertension, type 2 diabetes, chronic kidney disease stage 4, gastroesophageal reflux disease, questionable obstructive sleep apnea. Surgical history: tubal ligation, cholecystectomy, hysterectomy, questionable back surgery; unknown type. Denies tobacco, alcohol, or drug use. Medications: aspirin, colace stool softener, novolog insulin pump. Abdomen: rounded, soft, nontender, nondistended. Incisional hernia reducible. Bowel sounds present all 4 quadrants, no rebound, tenderness or rigidity. Lab: wbc 11.5, urinalysis 1+ bacteria, 2 wbcs, 2 rbcs, 100+ protein. Impression/plan: incisional hernia. Type 2 diabetes; appears relatively well-controlled. Evidence of nephropathy. Continue insulin pump in off position, place on sliding scale. Stage 4 chronic kidney disease at baseline. Morbid obesity. Plan EKG; as long as no ischemic changes, is deemed low to moderate risk for hernia repair. (B)(6) 2014:[facility illegible]. [Signature illegible; illegible, do]. History & physical. Chief complaint: abdominal pain. Described multiple episodes of nausea/vomiting/pain at hernia site with improvement upon defecation the following day. Abdomen: soft, nondistended, keloid midline scar, no hernia palpated. Impression/plan: abdominal pain, resolved nausea/vomiting. Last CT in february; will obtain CT abdomen/pelvis to ensure no incarcerated bowel in hernia. No leukocytosis. If CT negative can discharge. If small bowel obstruction, admit, possibly do surgery sooner. Agree; will need to go to operating room for laparoscopic incisional hernia repair (B)(6) 2014. (B)(6) 2014:(B)(6) health system. (B)(6) md. Radiology ¿ abdominal series. Impression: probably small bowel obstruction. Borderline cardiomegaly. Linear opacities at lung basses suggest scarring and/or atelectasis. (B)(6) 2014:(B)(6) health system. (B)(6) , md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: incisional hernia, possible small bowel obstruction. Findings: lung bases demonstrate scattered discoid atelectasis/scarring in lower lobes bilaterally. Liver demonstrates findings of diffuse fatty infiltration. Impression: at least high grade partial small bowel obstruction identified related to an infraumbilical hernia containing a single loop of small bowel. Induration within the hernia is nonspecific although could reflect vascular compromise to herniated bowel/mesentery. Small umbilical hernia containing omentum. Mild colonic diverticulosis. Bilateral renal mass lesions. (B)(6) 2014:(B)(6) hospital system. (B)(6) , crna. Anesthesia record. Asa status: 3. Weight 276.3 lbs. (B)(6) 2014:(B)(6) hospital system. Implant sticker. Gore® dualmesh® plus biomaterial. Exp date: (B)(6) 2016 [handwritten]. Ref catalogue number: 1dlmcp07. Lot batch code: 11507592. W.l. Gore & associates. (B)(6) 2014:(B)(6) hospital system. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 11928770. W.l. Gore & associates. [Nurse reviewer note: line marked through sticker and ¿wasted¿ handwritten across sticker]. (B)(6) 2014:(B)(6) hospital system. (B)(6) . Progress notes. Fever; temp maximum 102.1. Using incentive spirometer but infrequently/inadequately despite teaching. Dysuria, productive cough, chills/shakes. Impression/plan: status post acute hypoxic failure/extubation due to iatrogenic pulmonary edema, now likely due to atelectasis possible pneumonia. Fever of unknown etiology; check chest x-ray, urinalysis, blood cultures. (B)(6) 2014: (B)(6) memorial hospital. Bacteriology. Blood culture. No growth after 5 days. Urine culture. Specimen: urine, cath. Culture: 1. 70,000 col/ml enterococcus faecalis. 2. 50,000 col/ml candida albicans. Respiratory culture. Specimen: sputum. Gram stain: 1. 1+ pmn¿s. 2. 2+ gram positive cocci. Culture: normal respiratory flora. (B)(6) 2014: (B)(6) health system. (B)(6) . Social worker notes. Spoke to patient regarding rehab; states she would like to go, but family doesn¿t want her to. Wants to go home with home health physical therapy. (B)(6) 2014:(B)(6) health system. (B)(6), md. Radiology ¿ abdominal series. Indication: nausea/vomiting. Impression: bilateral atelectasis. No definite radiographic evidence of ileus or obstruction. (B)(6) 2014:(B)(6) health system. (B)(6), md. Discharge instructions. Home with home health. Diagnosis: small bowel obstruction/hernia. Diabetic diet. Activity as tolerated, driving restricted. May shower. Homebound status and need for skilled care: post-op debility, weakness. Physical therapy: evaluate and treat. (B)(6) 2014:(B)(6) health system. (B)(6) , md. Discharge summary. Service: minimally invasive surgery. Principal diagnosis: incarcerated incisional hernia. Secondary diagnosis: postoperative respiratory failure. Operation: incisional hernia repair. Had presented to dr. (B)(6) office with plans for hernia repair (B)(6) 2023; however, 3 days prior to admission developed nausea/vomiting which failed to improve; equated abdominal pain to that of being in labor. Did continue to pass gas and have bowel movements. Acute abdominal series obtained which demonstrated likely small bowel obstruction. CT scan demonstrated at least a high-grade partial small bowel obstruction secondary to infraumbilical incisional hernia containing a loop of small bowel. Admitted, made nothing by mouth, given IV fluid resuscitation and ng tube. Hospitalist consult obtained for preoperative medical clearance as patient has multiple comorbidities. During the procedure, it was noted bowel and omentum were viable. Defect measuring 7 x 18 cm wide noted. A 17 x 28 dual mesh plus was placed using double crown protex fixation. No transabdominal fascial sutures were left in place at that time. Postoperatively, failed to wean from ventilator initially; noted to have bilateral atelectasis. Weaned on postoperative day 1. During hospitalization, was febrile intermittently up to 101.5. Blood, urine, and sputum cultures demonstrated 70,000 colonies of enterococcus faecalis and 60,000 colonies of candida albicans on urine catheterization. This was obtained on (B)(6) 2021 following persistent fevers. Felt some fevers secondary to atelectasis; had poor incentive spirometer use. Underwent appropriate antibiotic treatment. Additionally, suffered acute on chronic kidney injury. Had been taking lasix at home; resumed. Kept in hospital to monitor creatinine; continued to trend down on day of discharge. Was tolerating regular diabetic diet, pain controlled with oral medications, ambulating and voiding adequately; deemed fit for discharge. Activity as tolerated with lifting restrictions of 10 pounds. Follow up dr. (B)(6) in 1 to 2 weeks. Missing records: records between (B)(6) 2014 and (B)(6) 2016 were not provided. (B)(6) 2017:(B)(6) general surgery. (B)(6) , md; (B)(6) ii, do. History & physical. Complaints of recurrent hernia. Complaining for last 2 years of postprandial abdominal discomfort, bloating sensation and periumbilical pain. Abdomen: soft, bowel sounds normal, no distention or tenderness. Large palpable mass of abdominal wall; palpated to be deep. No evidence of recurrent hernia. Impression/plan: seroma: drain at time of peritoneal dialysis catheter placement. Renal failure: laparoscopic assisted peritoneal dialysis catheter placement along with seroma drainage. (B)(6) 2017:(B)(6) greenville memorial. Microbiology. Afb smear. Specimen information: type: body fluid. Source: peritoneal fluid. Value: no acid-fast bacilli seen on smear. Fungal culture. Specimen information: type: aspirate. Source: peritoneal fluid. Value: no yeast/fungi isolated after 4 weeks. Body fluid culture (incudes gram stain). Type: aspirate. Source: peritoneal fluid. Fluid culture: no growth after 2 days. Gram stain: rare pmn. No organisms seen. Anaerobic culture. Specimen information: type: aspirate. Source: peritoneal fluid. Value: no growth on anaerobic culture after 5 days. Afb culture. Specimen information: type: aspirate. Source: peritoneal fluid. Value: no acid-fast bacilli isolated after 8 weeks. (B)(6) 2017:(B)(6) general surgery. Intraoperative photographs. [Nurse reviewer note: poor copies.] (B)(6) 2017:(B)(6) . (B)(6) , md; (B)(6) , do. Discharge summary. Admitted postoperatively after receiving peritoneal dialysis catheter as well as left scopic drainage of intraperitoneal seroma. Tolerated procedure well. Postoperative day 1 continued to do great; tolerating diet, pain well-controlled; ready for discharge. Waiting until follow up with dr. (B)(6) for peritoneal dialysis catheter use; follow up (B)(6) 2017. Weight 260 lbs. Abdomen: bowel sounds present, appropriately tender. Incision clean, dry, intact. Discharge condition good. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial with use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2014 were not provided. (B)(6) 2014: (B)(6) system. (B)(6), do. Operative report. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated incisional hernia. Procedure performed: laparoscopic repair of incarcerated incisional hernia. Findings: ¿normal viable bowel and viable omentum. Defect measuring 7 cm wide, 18 cm vertical dimension repaired with placement of 17 cm wide, 28 cm vertical dimension dualmesh plus with double-crown protack fixation and no transabdominal fascial sutures. Indications: mrs. Burton is a patient who was originally scheduled for elective surgery but developed a partial bowel obstruction. Due to incarcerated incisional hernia, she was admitted to the hospital and operated and decision was made to proceed with more urgent operation. Description of procedure: the patient was brought to the operative suite, prepped and draped in usual standard fashion, both arms tucked, padded and secured at her side. The abdomen was entered off of the left hypochondrium utilizing a 5 mm optical viewing trocar. Upon safe entry into the abdomen, it was insufflated to 15 mmhg and inspection of the abdomen was carried out. There was no obvious intra-abdominal pathology noted other than adhesions of omentum against the anterior abdominal wall. 1 placed 2 additional 5 mm trocars in the left lateral abdomen and began to perform a sharp lysis of adhesions clearing off the abdominal wall of all adhesions. This was done so there were multiple swiss cheese-type defects of the patient's prior midline incision all along the inside of the abdominal wall. As I approached the inferior aspect of the patient's prior incision, there was a larger defect here which contained some omentum which was reduced gently, it appeared that the bowel which had been incarcerated within this defect had fallen back into the peritoneal cavity and the bowel was completely viable. There was no injury to the bowel or the omentum during lysis of adhesions and reduction of the hernia. After completely clearing off the anterior abdominal wall, I placed spinal needles at the extreme edge of the hernia defect inferiorly, superiorly and laterally, I marked the x and y coordinates on the anterior abdominal wall to orient the hernia defect area and then repositioned the needles. Measuring intracorporeally, the mesenteric defect was 7 cm wide and 18 cm in vertical dimension, I then placed a 12 mm trocar in the right lateral abdomen as well as a 5 mm trocar, I changed into a new set of sterile gloves, opened a 20 x 30 cm piece of gore dualmesh plus biomaterial it was trimmed to 17 x 28 cm and marks were placed at the midaspect edges of the mesh and the mesh was rolled tightly and brought in through the 12 mm trocar with no contact with the skin. The mesh was unfurled in the abdominal cavity. Measuring a 5 cm overlap along the y axis, the superior most aspect of the mesh was tacked against the abdominal wall. Measuring a 5 cm overlap along the x axis, the right lateral aspect of the mesh was tacked against the abdominal wall. The mesh was then stretched down into the lower abdomen and along the y axis the inferior aspect of the mesh was tacked. Then camera view was switched to the other side and the left lateral aspect of the mesh was tacked along the x axis to the left lateral abdominal wall. Now the mesh was in good position against the anterior abdominal wall with 4 cardinal tacks. The mesh was then tacked circumferentially around the entire perimeter of the mesh approximately every 2 cm apart and then an additional inner row of tacks was placed for a double-crown technique. At the conclusion the mesh lay in good position against the anterior abdominal wall with more than adequate coverage of the entire hernia defect area. The mesh was taut. There was good hemostasis of the operative field. No injury to the bowel or bladder during the operation. I desufflated the abdomen completely, removed the trocars and closed the skin with 4-0 monocryl and skin glue. Patient tolerated the procedure well and was transferred to the recovery room in stable satisfactory condition.¿ (B)(6) 2014: (B)(6) memorial. Implant record. Description: mesh dual plus 20 x 30 x 1. Quantity 1. Item #: a50197. Body site: abdomen. Expiration date: 03/31/2016. Model: 1dlmcp07. Lot #: 11507592. Manufacturer: w.l. Gore & associate. Description: mesh dual 18 x 24. Quantity 1. Wasted 1. Item #: a51837. Body site: abdomen. Expiration date: 07/31/2016. Model: 1dlmcp06. Lot #: 11928770. Manufacturer: w.l. Gore & associate. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/11507592) was implanted during the procedure. Records between 06/17/14 and 09/25/17 were not provided. (B)(6) 2017: (B)(6) surgery. (B)(6), do. Operative note. Pre-operative diagnosis: renal failure, seroma. Procedure: laparoscopic drainage of intraperitoneal seroma. Laparoscopic placement of peritoneal dialysis catheter. Specimen: aspirate of peritoneal fluid. Findings: large seroma with fibrinous exudate. Description of procedure: ¿this is a patient with a prior history of laparoscopic incisional hernia repair with intraperitoneal goretex dualmesh placement. She developed a large seroma on the dorsal aspect of the mesh, intraperitoneal. This was causing symptomatology. The patient also had worsening chronic renal failure with a need for dialysis. Decision was made to proceed with a combined laparoscopic drainage of the intraperitoneal seroma as well as laparoscopic placement of a peritoneal dialysis catheter. Proper site was obtained. The patient was brought the operative suite, prepped and draped in usual standard fashion with both arms tucked padded and secured at her side. A large iodine impregnated drape was placed over the entire anterior abdominal wall. The abdomen was entered off of the right hypochondrium utilizing a 5 mm optical viewing trocar. Upon safe entry into the abdomen, the abdomen was insufflated to 15 mmhg pressure. Under direct visualization 2 additional 5 mm right sided trochar's were placed. There were noted to be adhesions against the anterior abdominal wall these were mostly omental. A sharp lysis of adhesions was carried out to clear off the omental adhesions from the lateral aspect of the seroma cavity. Her delineation of the mesh edge from the seroma cavity edge. Utilizing cut cautery, the seroma cavity was incised and immediately straw-colored fluid emanated from the seroma cavity. This was aspirated and a portion of it was collected sterilely for culture. The seroma cavity was enlarged longitudinally along the vertical axis of the seroma cavity. Better visualization seroma cavity revealed fibrinous exudate within it, which was aspirated. All the fluid was aspirated dry. The entire right lateral aspect of the seroma cavity was dissected away from the mesh. During dissection we created a small window through the left aspect of the seroma cavity towards the left abdomen. This allowed widening of the space to place an additional 5 m trocar in the left lateral abdomen. This allowed for better visualization of the left lateral aspect of the seroma cavity and ensuring that there was no bowel in the way as the remaining portion of the seroma rind was dissected off of the mesh. At this juncture the seroma rind was completely disconnected from the mesh, leaving the mesh exposed. There was some inferior and lateral folding of the mesh but otherwise remained in good position. Attention was turned to the peritoneal dialysis catheter placement. A horizontal incision was made just lateral to the umbilicus dissection carried down to the subcutaneous cutaneous tissue until the anterior fascia was identified. A single 0 vicryl prolene suture was placed to the anterior fascia. An incision was made in the anterior fascia exposing the rectus muscle. An 8 mm trocar was advanced through the anterior fascia in between the rectus muscle and then tunneled inferiorly and then entering the peritoneum in the lower abdomen. With this trocar in good position, the peritoneal dialysis catheter was advanced through the trocar so that the curled portion laid above the bladder at the level of the pubic bone. The single silastic cuff was pulled back into the retromuscular plane so that it lay directly under the anterior rectus fascia. A vascular tunneler was used to make a subcutaneous tunnel from the initial lateral incision superiorly exiting an upper incision. The proximal portion of the catheter was brought through the vascular tunneler. The ends were trimmed and both the proximal and distal end of the catheter were united utilizing the titanium connector piece. The tubing was secured along the titanium connector piece utilizing 2--0 polypropylene suture. The 2 upper silastic cuffs of the proximal portion of the catheter were tunneled once again in a circular fashion exiting lateral and inferior to the superior most incision. There was complete patency of the peritoneal dialysis catheter with a good subcutaneous course with no kinking. 500 ml of saline is instilled into the dialysis catheter and then drained easily. The catheter was then flushed with 30 ml of heparinized saline and capped. The abdomen was completely desufflated and trochar's removed. The skin incisions were closed with 4-0 monocryl and skin glue.¿ [missing records: a culture report detailing analysis of the specimens collected during the 09/25/17 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records between 06/17/2014 and 05/16/2017 were not provided. On 05/16/2017: (B)(6). Office notes. Hypertension check-up. Risk factors for coronary artery disease include diabetes mellitus, dyslipidemia, obesity. Never smoker. History: tubal ligation 1978, small bowel obstruction-laparotomy/lysis of adhesions 2012, laparoscopic repair of incarcerated incisional hernia with mesh (B)(6) 2014, hysterectomy 1998, cholecystectomy 1983. Weight 267 lb 6.4 oz, bmi 44.50. Impression/plan: chronic kidney disease, metabolic syndrome, anemia of chronic disease. On 07/14/2017: (B)(6). Office notes. Rectal bleeding about a month ago, this morning a lot of blood and clots. Bottom of stomach hurting. Exam: abdomen; soft, no bruit, no pulsatile mass, there is tenderness in the periumbilical area and left lower quadrant. No rigidity, no rebound, no guarding. Impression/plan: rectal bleeding, history of same 1 month ago and 1 year ago. Due to abdominal pain, send for CT. Unfortunately patient has stage 5 chronic kidney disease and refuses dialysis, therefore am not able to send for contrast study. On 07/18/2017: (B)(6). Office notes. Follow up. Only seen one speck of blood, nothing else. Still hurting in lower stomach and when she eats about 10-15 minutes later her stomach hurts again. Pain is mild, stool is soft. Prior successful therapies include laxatives and stool softeners. Associated symptoms include abdominal pain, nausea, headache, difficulty breathing. No fever, vomiting. Impression/plan: rectal bleeding, resolved. Diverticulosis of large intestine. Lower abdominal pain. Noted on CT, ¿large intramesh fluid collection that measures 11 x 15.8 x 16.3 cm¿, questionable cause of pain/bleeding. Follow up with surgeon to evaluate symptoms. [Missing records: a CT scan showing the ¿large intramesh fluid collection¿ was not provided]. On (B)(6) 2017: (B)(6). Operative note. Pre-operative diagnosis: renal failure, seroma. Procedure: laparoscopic drainage of intraperitoneal seroma. Laparoscopic placement of peritoneal dialysis catheter. On 11/17/2017: (B)(6). Office notes. Impression/plan: gastroesophageal reflux disease without esophagitis, controlled. Essential hypertension. End-stage renal disease, in process of starting peritoneal dialysis soon. Metabolic syndrome. Pure hypercholesterolemia, no problems. On 03/19/2018: (B)(6). Office notes. Diabetes, hypertension, hyperlipidemia. Current diabetic treatment includes insulin injections. Weight 242 lbs, bmi 40.27. On 08/13/2018: (B)(6). Office notes. Diverticulosis, rectal bleeding. Ate grapes, bleeding after bowel movement, abdominal pressure. Does have problems with constipation. Impression/plan: cramping after eating rice and grapes 3 days ago. 3 episodes of blood stools since. Refer back to gastroenterology. On 02/21/2019: (B)(6). Office notes. Class 3 severe obesity with serious comorbidity and body mass index of 40.0 to 44.9 in adult. Diet and exercise plan discussed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2015: [missing records: records for CT scan showing ¿large cystic seroma lying dorsal to the mesh¿ were not provided.] On (B)(6) 2016: [facility ni]. (B)(6), pa. Office notes. 2-year postoperative and follow up seroma. Status post laparoscopic repair of incisional hernia with mesh on (B)(6) 2014. Last seen on (B)(6) 2015 for one-year postoperative appointment. Doing well, able to perform activities without limitation from surgery. Occasional itching around navel if she eats foods with lots of seeds. Appetite good, denies fever, chills, nausea, vomiting. Bowel/bladder function at baseline. Weight 267 lbs., bmi 43.12. Abdominal exam: soft, no distention, mass, tenderness or hernia. Morbidly obese abdomen. Incisions well-healed, no hernia recurrence with exam. Impression/plan: doing well, may continue all activities as tolerated. Follow up in 12 months or sooner if problems. Medication list: aspirin, novolog [insulin]. On (B)(6) 2017: (B)(6), np. Office notes. Three-year postoperative visit. Reports feeling well, has not experienced pain related to surgery but at times some abdominal discomfort and nausea; no aggravating or relieving factors. Having 1 bowel movement every couple days; currently taking stool softeners and miralax or milk of magnesia. Has renal disease; daughter trying to convince her to have dialysis. Able to perform activities without limitation from surgery, uses walker. Denies pain, fever, chills, or vomiting. Weight 264 lbs., bmi 44. Impression/plan: history laparoscopic incarcerated hernia repair with mesh, constipation. Doing well, incisions healing nicely, no hernia recurrence. Follow up with primary care physician for constipation. Follow up as needed. On (B)(6) 2017: [missing records: records for CT scan showing ¿11 x 15.8 x 16.3 fluid collection dorsal to the mesh¿ was not provided.] On (B)(6) 2017: (B)(6), do. Office notes. Complains of recurrent hernia. On (B)(6) 2014, underwent laparoscopic repair of incarcerated incisional hernia with a 17 x 28 cm gore dualmesh with double crown protack fixation alone. Recent CT abdomen/pelvis on (B)(6) 2017 demonstrates no recurrent hernia however there is 11 x 15.8 x 16.3 fluid collection dorsal to the mesh; only written report with her today. Complaining for last 2 years of postprandial abdominal discomfort and bloating sensation and periumbilical pain. Seen recently for hematochezia. States when she has normal bowel movements and is on a regular regimen with stool softeners and has mostly soft food, she does not have abdominal pain. She becomes more constipated or eating more solid food, develops trouble again. Denies fever, chills, nausea or vomiting. Abdominal: large palpable mass of abdominal wall. Palpated to be deep. No evidence of recurrent hernia. Plan: obtain recent cat scan for review. Suspect persistence of the large cystic seroma lying dorsal to the mesh as evidenced on a prior CT from on (B)(6) 2015. May benefit from excision of large seroma and possibly leaving the mesh in place versus removing the mesh altogether. Can be done laparoscopically. If in fact I removed the mesh I would be inclined to not perform a definitive hernia repair at that time. Would defer definitive hernia repair for a time point 6-12 months down the road. Did relate to me she appears to be having worsening kidney function; told in past she should undergo dialysis, but is resistant to this. Discussed she may be candidate for peritoneal dialysis. I could very easily treat chronic seroma laparoscopically and also place a peritoneal dialysis [catheter] should she be candidate. Defer to nephrologist. On (B)(6) 2017: (B)(6), np. Office notes. 16-day postoperative visit. Status post laparoscopic drainage of intraperitoneal seroma, laparoscopic placement of peritoneal dialysis catheter on (B)(6) 2017. Home health nurse has been to home twice a week, yesterday last day. Denies nausea, vomiting, fever, chills or abdominal pain, appetite good, bowel movements at baseline with use of stool softeners and miralax as needed. Weight 256 lbs., bmi 42.6. Plan: doing well, incision healing nicely. Activity as tolerated. Follow up as needed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.